Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. Software version: 2.30. (B)(4).

Event description:
A doctor reported higher amounts of postoperative astigmatism after femtosecond flap creation compared with another device used by the facility. A slower increase in visual acuity after lasik treatment was also reported. Doctor also noted that patients reported discomfort and dry eye, per the doctor this was related to the horizontal overlap. Additional information has been requested but not received. This is one of two reports being filed for this facility. This report refers to the postoperative issues.

Manufacturer narrative:
Evaluation summary: the creation of a corneal flap is used in patients undergoing lasik surgery or other treatment requiring initial lamellar resection of the cornea. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. A flap resection consists of two resections. The first is a circular lamellar disc cut, parallel to the anterior surface. A second resection is a partial cylindrical wall that extends from the lamellar disc to the anterior surface. A portion of the second resection is left untreated to create a hinge. Flap parameters must be specified or verified prior to initiating the laser surgical procedure. All positioning and pattern adjustment occurs in the planning and docking steps. As with any surgical procedure, risk is involved. Possible complications resulting from lamellar flap resection include (but are not limited to): corneal edema, corneal pain, epithelial in-growth, epithelial defect, infection, flap de-centration, incomplete flap creation, flap tearing or incomplete lift-off. Additional, related, medical and ocular information was requested, but was not obtained. The system met specifications at the time of release. Based on the investigation results, the root cause of the reported event could not be determined.